Manufacturer narrative:
The customer also reported that the light guide was completely mechanically stuck in the processor. The customer was not able to remove. The device was returned to the service department of olympus (B)(4) for inspection. The device inspection by (B)(4) confirmed following: the reported event was reproduced. The device ribbon cable was defective. (B)(4) said this defect caused e213. The light guide connector was stuck. The light guide plug was bent at the connection. Therefore, it could not be pulled out. The front panel of the device was broken. The appearance of the video connector was bad. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based upon the device inspection results by (B)(4), olympus medical systems corp. (Omsc) assumed that the error e213 was caused by the broken ribbon cable that connected boards. It is probable that the data communication between the boards failed due to the broken ribbon cable. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that error e213 occurred. There was no report of patient injury associated with this event.